Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient 's lead exhibited high pacing impedance. The physician explanted the lead and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction- section b1 and b2: checked adverse event and required intervention to prevent permanent impairment/damage (devices).

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.